Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an open reduction internal fixation (orif) of the second metacarpal hand the head of the cortical screw broke off while the surgeon was making the final turn of screw insertion. Prior to inserting the screw, a drill bit broke off at the tip portion while the surgeon was making another hole. The threaded portion of the cortical screw left in patient along with the tip of the drill bit. The procedure was successfully completed by using another drill bit to drill the remaining holes. There was no surgical delay and no patient consequence reported. At this time there is no plan for another surgery to remove the threaded portion of the cortical screw nor the tip of the drill bit that was left in the patient. Concomitant devices reported: 1.5mm cortex screw slf-tpng with t4 stardrive recess 14mm (part number 02.214.114, lot number unknown, quantity 1). This report involves one (1) 1.1mm drill bit/ mqc for threaded hole/ 56mm. This is report 2 of 2 for (B)(4).